Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the device, and was unable to duplicate the alleged reported malfunction. The unit passed all tests and calibrations, and it was operating within the manufacturing specifications.

Event description:
It was reported by that, during patient use, the 840 ventilator generated an alarm for no o2 pressure. The patient was transferred to another ventilator. There is no report of death or serious injury associated with this event.